Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, during deployment, the valve was recaptured once due to positioning, the valve was implanted too shallow in the native annulus. Upon release, the valve dislodged 2-3mm toward the ascending aorta. An echocardiogram showed moderate-severe paravalvular leak (pvl). Subsequently, a second 34mm valve was implanted, valve-in-valve, and the pvl was reduced to trace. No additional adverse patient effects were reported.